Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was under 100 mg/dl prior to the event. The customer was skiing at the time of the event. The customer was not treated in any way at the hosp. The hospital staff did not know why the customer's blood glucose could not be raised above 100 mg/dl even though the customer was treating it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.